Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Customer reverted to manual injections for insulin therapy to address elevated bg. Customer also reported using their supplies for three days. Tandem customer technical support informed customer that is off-label per the user guide.